Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure". They attempted a manual fill, and then received a code 54 (prolonged inflation failsafe) message message. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative performed an evaluation of the iabp. He determined that the autofill failure was caused by a cracked luer fitting (external damage to the iabp). He replaced the luer fitting. Regarding the error code 54, the company representative advised the customer that the solenoid driver board should be replaced. At the time of this report, the customer had not accepted the repair. A follow up medwatch will be submitted if additional information becomes available. (B)(4).